Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace instrument had recognition issues. The procedure was completed with no reported injury and a had delay greater than 30 minutes. Intuitive surgical, inc. (Isi) followed up with the distributor's regulatory associate affairs and obtained the following additional information: the surgeon was dissecting surrounding tissue to expose lesion, waited for the harmonic for lymph node dissection. There was a 30-minute delay due to getting another harmonic instrument. The surgeon continues dissecting other area with the standard instrument. Paused for about 15 minutes for the new harmonic to arrive for the lymph node dissection. The surgery was 9.5 hours with patient under anesthesia. No intra or post operative complications. This issue caused unnecessary stress for surgeon and prolong anesthesia for patient due to prolong surgery time. No concern about procedure delay causing any long-term complications with the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The recognition test was performed a total of three times and passed. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. No available log for review. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a blade broken at the near the base. A piece approximately 0.085" x 0.532" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.